Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on unknown date with blood glucose of 1427 mg/dl. Customer was in a coma for 10 days, with the incubation tube left in for that duration. As a result a portion of one of vocal chords was destroyed. The device will not be returned for analysis.